Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28oct2020.

Event description:
It was reported the ventilator became inoperable after an alert for pressure high regulation. There was no patient involvement. The field service engineer (fse) confirmed the presence of the pressure high regulation alert in the error log. The fse performed verification testing and all passed, so the device was returned to use.